Event description:
Customer reported that the power button was getting hot and appeared to be burning a hole through the material.

Manufacturer narrative:
The device was requested to be returned for inspection. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. The device inspection is still pending, therefore, a root cause for the reported malfunction has not yet been confirmed. A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported that the power button was getting hot and appeared to be burning a hole through the material

Manufacturer narrative:
The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. The device was not returned for inspection, therefore, a root cause for the reported malfunction has not been confirmed. Baxter is cautiously reporting this device malfunction.